Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 35 mg/dl, a fall resulting in customer hitting head on floor, and a laceration on arm. Additionally, customer possibly had a "mini stroke," however, this could not be confirmed. Reportedly, customer was delayed in consuming the anticipated carbohydrates as customer was changing out supplies. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.